Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
Customer reported the monitor was black. No patient injury was reported.